Event description:
(B)(6). Same case as 2134265-2010-01482. It was reported that following a carotid artery stenting procedure the patient developed a hematoma and small ecchymosis of his right groin. The target lesion was located in the left bifurcation of the common carotid artery with 95% stenosis and was 2 mm long with a 7 mm reference vessel diameter. The physician treated the lesion with a filterwire ez and carotid wallstent. The next day the patient developed a hematoma of his right groin. No action was taken and the event was considered resolved without residual effects. 4 days after the index procedure the patient developed a small ecchymosis of his right groin. No action was taken and the event was considered resolved without residual effects. The patient was discharged 5 days post procedure.

Manufacturer narrative:
(B)(4).

Event description:
(B) (6). Same case as 2134265-2010-01482. It was reported that following a carotid artery stenting procedure the patient developed a hematoma and small ecchymosis of his right groin. The target lesion was located in the left bifurcation of the common carotid artery with 95% stenosis and was 2 mm long with a 7 mm reference vessel diameter. The physician treated the lesion with a filterwire ez and carotid wallstent. The next day the patient developed a hematoma of his right groin. No action was taken and the event was considered resolved without residual effects. Four days after the index procedure the patient developed a small ecchymosis of his right groin. No action was taken and the event was considered resolved without residual effects. The patient was discharged 5 days post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).